Event description:
It was reported that during a cholecystectomy procedure the clip was fired with delay and when ejected it was completely open. The procedure was finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one clip was ejected due to the condition of the jaws; finally the instrument locked out as intended. During the analysis, no difficulties to fire the device were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment the batch record was reviewed and no anomalies were noted during the manufacturing process.